Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and an electrocardiogram showed the patient's ejection fraction was severely reduced. It was also reported that the right ventricular (rv) lead had dislodged. Additionally, the rv lead was undersensing and a lead integrity alert (lia) was triggered. The lead was repositioned and remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.